Manufacturer narrative:
(B)(4). Eval method: lens work order search. Results: visual inspection of the returned product found loop haptic is bent. There was evidence of dark surgical residue on lens surface. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The rptr stated the surgeon attempted to use a aq5010v three piece silicone lens. Noticed loop haptic was bent when taken out of the package. Attempted to load the lens and straighten out the loop haptic. Decided not to use the lens. There was no pt contact. Another same model and size lens was implanted. Rptr stated lens was received defective.